Event description:
As reported by legal brief, the patient underwent placement of two optease vena cava filters. The filters subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt of the ivc filters. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Information contained in the medical records indicated that the first optease filter was implanted due to deep vein thrombosis and pulmonary embolism status post knee surgery. The filter was placed via the right femoral vein and deployed in the infrarenal ivc. There were no procedural complications and the patient was transferred to the coronary care unit in stable condition. The procedural notes indicated that the recommendation was for filter removal in two weeks. Fifteen days later, the patient underwent a successful percutaneous removal of the filter. Approximately two months later the patient underwent a cardiac catherization and placement of another optease filter. The indication for the procedure was noted as deep vein thrombosis, severe pulmonary embolism and cardiomyopathy. The filter was placed via the left femoral vein and deployed below the level of the renal veins. The patient reportedly tolerated the procedure well with no complications. The post coronary angiogram assessment was normal coronaries and a normal left ventriculogram. According to the patient profile form (ppf) the patient has experienced perforation of the filter struts outside the inferior vena cava (ivc) and tilt of the filter. The patient became aware of these events approximately ten years and three months post implant of the second filter. The patient underwent a successful percutaneous removal fifteen days after the first filter implant. The patient presented for removal of the first optease filter and soon after was implanted with another one. A later computed tomography (CT) scan of her 2nd optease ivc filter reported tilt and perforation. The patient reports that these events have cause emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Additional information was received that the optease filter related to this complaint was implanted and successfully removed from the patient fifteen days later. The clinical review of the additional information received indicates that the patient did not experience a device malfunction nor an adverse event; therefore, this complaint does not meet the definition of a serious injury as per of the medical device regulation and does not meet the reporting requirements of a serious injury. This is one of two reports submitted for the same event. Please reference MFR report #s: 1016427-2019-02420 and 1016427-2019-02419. No subsequent reports will be forthcoming under this complaint.

Manufacturer narrative:
Complaint conclusion: as reported by legal brief, the patient had placement of two optease inferior vena cava (ivc) filters. The indication for filter placement is not available. The filters subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filters. The filters remain implanted; thus, unavailable for analysis. The products were not returned for analysis and the sterile lot numbers were not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of two optease vena cava filters. The filters subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filters. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.